Event description:
It was reported that the patient was feeling palpitation. Technical services was contacted and deduced that the device was over-sensing r-waves which was being interpreted as short episodes of atrial fibrillation. The device detected to operated inappropriate mode switch mode. No inappropriate therapy was issued. The device was reprogrammed. No adverse events were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.